Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for six days to loosen the blood and contrast in the device. There was a longitudinal tear 11mm long starting from the proximal marker band. The device was functionally tested with a .014" guidewire. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 01oct2019. It was reported that advancing difficulties were encountered. A 2.75mm x 12mm nc emerge balloon catheter was selected for use. However, it encountered difficulties advancing through the guidewire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a longitudinal tear in the balloon.